Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported telemetry dropout where there were 15 telemetry devices of m4841a and mx40 which would not connect to two different piic ix hosts. No patient event occurred.